Event description:
This case was initially received via regulatory authority FDA (reference number: mw5073871) on 02-jan-2018. This retrospective pregnancy case was reported by a consumer and describes the occurrence of embedded device ("embedded in the lining of my uterus"), pregnancy with contraceptive device ("pregnant with essure") and abortion spontaneous ("miscarried") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2007, the patient had essure inserted. In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criteria hospitalization and medically significant), device expulsion ("coil had migrated into my uterus") and ovarian cyst ("cyst on my ovary"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy scheduled for (B)(6) 2017 (not informed if indeed performed)). Essure treatment was not changed. At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, device expulsion and ovarian cyst outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion, embedded device, ovarian cyst and pregnancy with contraceptive device to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization, required intervention and other serious ¿ important medical event) but did not specify for which event. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5073871) on 02-jan-2018. The most recent information was received on 04-sep-2018. This retrospective pregnancy case was reported by a consumer and describes the occurrence of embedded device ("embedded in the lininig of my uterus"), pregnancy with contraceptive device ("pregnant with essure") and abortion spontaneous ("miscarried") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2007, the patient had essure inserted. In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criteria hospitalization and medically significant), device expulsion ("coil had migrated into my uterus") and ovarian cyst ("cyst on my ovary"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy schedulled for (B)(6)2017 (not informed if indeed performed)). Essure treatment was not changed. At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, device expulsion and ovarian cyst outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion, embedded device, ovarian cyst and pregnancy with contraceptive device to be related to essure. The reporter commented: consumer mentioned a serious injury ( hospitalization, required intervention and other serious ¿ important medical event) but did not specify for which event. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2018: quality safety evaluation of product technical complaints. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('embedded in the lininig of my uterus'), pregnancy with contraceptive device ('pregnant with essure') and abortion spontaneous ('miscarried') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included genital bleeding. In 2007, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criteria hospitalization and medically significant), device expulsion ("coil had migrated into my uterus"), ovarian cyst ("cyst on my ovary"), bacterial vaginosis ("bacterial vaginosis infection") and procedural pain ("post procedural cramping"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (hysterectomy scheduled for (B)(6) 2017 (not informed if indeed performed)). Essure was removed. At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, device expulsion, ovarian cyst and bacterial vaginosis outcome was unknown and the procedural pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bacterial vaginosis, device expulsion, embedded device, ovarian cyst, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: consumer mentioned a serious injury ( hospitalization, required intervention and other serious ¿ important medical event) but did not specify for which event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2020: social media received: reporter info added, post procedural pain added as event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('embedded in the lininig of my uterus'), pregnancy with contraceptive device ('pregnant with essure') and abortion spontaneous ('miscarried') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2007, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criteria hospitalization and medically significant), device expulsion ("coil had migrated into my uterus"), ovarian cyst ("cyst on my ovary") and bacterial vaginosis ("bacterial vaginosis infection"). The patient was treated with surgery (hysterectomy schedulled for (B)(6) 2017 (not informed if indeed performed)). Essure treatment was not changed. At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, device expulsion, ovarian cyst and bacterial vaginosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bacterial vaginosis, device expulsion, embedded device, ovarian cyst and pregnancy with contraceptive device to be related to essure. The reporter commented: consumer mentioned a serious injury ( hospitalization, required intervention and other serious ¿ important medical event) but did not specify for which event. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "bacterial vaginosis" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.